Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited oversensing, high impedance, no capture and an insulation abrasion. The lead was explanted, the patient was in good condition.